Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin received a report from a customer that their s5 double head pump had a runaway pump error. There was no report of pt involvement. The investigation is ongoing. A f/u report will be sent when the investigation is complete.

Event description:
Sorin received report from a customer that their s5 double head pump had a runaway pump error. There was no report of pt involvement.